Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the atrial lead dislodgement was observed in 2017 and a lead revision will be performed during the normal generator change. On (B)(6) 2020, the lead was explanted and replaced. The patient condition is stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.